Event description:
It was reported, that over the past 24 hours, the sensing integrity counter is high, pacing impedance increased, a high number of non-sustained tachycardia episodes occurred with some in the non-physiologic range, the lead integrity alert triggered, and there is a possible lead fracture. The lead is still in use. Per the manufacturer's device implant database, a new pace/sense lead was implanted in the right ventricle. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.